Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a history of moderate annular calcification, which was not observed in the left ventricular outflow tract (lvot), and right bundle branch block (rbbb). The annulus was measured at 75.9 mm, but the length of the membranous septum was not measured. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-procedure, electrocardiogram (ECG) showed a normal sinus rhythm (nsr) with rbbb. A pre-implantation balloon valvuloplasty (pre-bav)/pre-dilation was carried out using a 24mm non-abbott balloon, while the heart was pacing at 180 beats per minute. The valve was successfully implanted on the first deployment attempt at a depth of 3-4mm on the non-coronary cusp (ncc) and left-coronary cusp (lcc) while the heart was pacing at 120 beats per minute. The valve was noted to be well expanded. On reduction of pacing via the temporary wire, the patient observed to be in complete heart block. On the same day at an unspecified time, the patient underwent a permanent pacemaker implantation procedure. The patient remained hemodynamically stable throughout the procedure with no clinically significant delay and did not require a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was reported to be discharged at the time of follow-up.

Manufacturer narrative:
An event for patient effects of arrhythmia and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause for the reported arrhythmia and heart block. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a history of moderate annular calcification, which was not observed in the left ventricular outflow tract (lvot), and right bundle branch block (rbbb). The annulus was measured at 75.9 mm, but the length of the membranous septum was not measured. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-procedure, electrocardiogram (ECG) showed a normal sinus rhythm (nsr) with rbbb. A pre-implantation balloon valvuloplasty (pre-bav)/pre-dilation was carried out using a 24mm non-abbott balloon, while the heart was pacing at 180 beats per minute. The valve was successfully implanted on the first deployment attempt at a depth of 3-4mm on the non-coronary cusp (ncc) and left-coronary cusp (lcc) while the heart was pacing at 120 beats per minute. The valve was noted to be well expanded. On reduction of pacing via the temporary wire, the patient observed to be in complete heart block. On the same day at an unspecified time, the patient underwent a permanent pacemaker implantation procedure. The patient remained hemodynamically stable throughout the procedure with no clinically significant delay and did not require a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was reported to be discharged at the time of follow-up.